Event description:
It was reported that a green screen alarm occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed that both tamper seals were broken, the top case corners were all chipped, the bottom case was cracked, the right plunger case was broken off and all the plastic internal plunger parts were missing. Review of the event history log showed an occurrence of an "a2d reference voltage bgnd test" error. Functional testing found that the device exhibited a constant alarm and blank screen at power up. The investigation determined that incorrect assembly of the keypad grounding tab was the cause of the reported issue. The tab was touching the main board and causing it to short. The keypad grounding tab was correctly assembled. The main board was replaced as a preventive measure. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.